Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
In reporting a revision, the surgeon mentioned the patient had a previous revision in 2012. No details are available at the moment.